Manufacturer narrative:
The lot number was not provide; therefore, the device history record could not be reviewed. One catheter was received. The catheter was tested for leakage using a 10 ml syringe and water (dyed red for visibility). No leakage was detected, so hemostats were used to clamp the end of the catheter, pressurizing the catheter. Pressure was applied to the syringe, but no leaks were found. The complaint failure mode could not be duplicated in testing, so a root cause cannot be established for this complaint.

Event description:
A PICC was indwelling in the patient for ~52 days. PICC appears to be leaking at hub.